Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon rupture occurred. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified solidified blood/contrast media therefore soaking was performed. Once the device was removed from the bath, a balloon pinhole leak at 1 mm distal of proximal markerband was noted. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon rupture occurred. No patient complications were reported and the patient's status was good.